Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. An analysis of the system logs noted an initialization software fault. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software fault which held the batteries at high charge. Under these conditions, the battery cells vented, causing them to leak electrolytic fluid. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow-up, while the devices are being charged, the devices failed to charge. No patient involvement. Medtronic's initial evaluation of the incident is that an analysis the system logs noted that the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger. The handle was opened up and both batteries were found to be vented.